Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back sharp knife like pain"), menorrhagia ("heavy menstrual bleeding") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (essure removal done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B52479, cs0008w) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and ectopic pregnancy. Concurrent conditions included uterine fibroids. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back sharp knife like pain"), menorrhagia ("heavy menstrual bleeding") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (essure removal done/ single site robotically assisted laparoscopic hysterectomy, bilateral salpingec). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils: left 2. Right: 2. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information, patient's medical history, lot number, auto narrative supplement and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B52479-inv, cs0008w-val) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and ectopic pregnancy. Concurrent conditions included uterine fibroids. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back sharp knife like pain"), menorrhagia ("heavy menstrual bleeding") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (essure removal done/ single site robotically assisted laparoscopic hysterectomy, bilateral salpingec). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils: left 2. Right: 2. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Lot number reported b52479 is invalid. Lot number: cs0008w, manufacturing date: 2013-12, expiration date: 2016-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back sharp knife like pain"), menorrhagia ("heavy menstrual bleeding") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (essure removal done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received. Explant details added. Case becomes incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.